Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/17/2025, a sales representative reported via email that an ar-1927bcf biocomposite corkscrew ft suture anchor broke during insertion. A new product was opened to complete the case. The patient was not affected. This was discovered during a proximal hamstring surgery on (B)(6) 2025. Additional information was received on 07/01/2025: all fragments were removed from the patient, and the case was completed without significant delays or additional anesthesia. The case was completed using another anchor. The socket was created with a 5.5 punch and tap. The patient's bone quality was assessed as good.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion and/or improper bone prep.